Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was found on the device. During preparation outside the patient the intellanav oi had a green piece of plastic stuck to the shaft approximately 10 to 20 cm back from the distal tip. The catheter was not used and the procedure was completed with another intellanav oi. No patient complications were reported.